Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the husband said that the complaint could be ¿parked¿ for now. The patient is visiting a dermatologist and they are now focusing on that and perhaps the complaint becomes less relevant. In case needed, they will contact us again. It means that they did not sign the authorization form, and that we cannot collect answers to the investigation questions.

Event description:
It was reported that a patient underwent a procedure for a complicated nasal fracture due to a car accident on unknown date and suture was used. Post-op, the procedure seemed successful the first 4-5 weeks. After that, the irritation, itching and swelling in the operated area started (despite antibiotics). After months, the patient had difficulty breathing due to thickening of the nasal septum. It was reported in the follow-up operation, body's own material will be used. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure for the nasal fracture? Was pds suture used in this procedure for the nasal fracture? Was vicryl rapide suture used in this procedure for the nasal fracture? Has the patient undergone a follow-up procedure yet? If yes, please provide date. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Note: related events reported via 2210968-2023-09175.